Event description:
It was reported that during mapping was performed after a cryo-ablation procedure using an intellamap orion high resolution mapping catheter (orion) the left atrial appendage was perforated. After the mapping was completed, a large effusion was identified on the intracardiac echocardiography. A pericardial tap was performed, and emergency surgery took place. The patient was hospitalized due to the complication. Further information regarding the patient's condition was not provided. The catheter is not expected to be returned.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We are unable to obtain this information as boston scientific was informed of this incident via medwatch and initial reporter contact information was not provided. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the perforation and effusion were related to product performance of the intellamap orion high resolution mapping catheter (orion) catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The orion's instructions for use state "the following potential adverse events (in alphabetical order) may be associated with cardiac catheterization and cardiac ablation procedures. The frequency and severity of these adverse events can vary, and may necessitate additional medical intervention, including surgery. These include but are not limited to: cardiac perforation... Pericardial effusion".

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the perforation and effusion were related to product performance of the intellamap orion high resolution mapping catheter (orion) catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The orion's instructions for use state "the following potential adverse events (in alphabetical order) may be associated with cardiac catheterization and cardiac ablation procedures. The frequency and severity of these adverse events can vary, and may necessitate additional medical intervention, including surgery. These include but are not limited to: cardiac perforation... Pericardial effusion".

Event description:
It was reported that during mapping was performed after a cryo-ablation procedure using an intellamap orion high resolution mapping catheter (orion) the left atrial appendage was perforated. After the mapping was completed, a large effusion was identified on the intracardiac echocardiography. A pericardial tap was performed, and emergency surgery took place. The patient was hospitalized due to the complication. Further information regarding the patient's condition was not provided. The catheter is not expected to be returned.